Event description:
It was reported that the patient was presented in the emergency room with syncope. Upon interrogation, the device was at elective replacement indicator (eri). The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed by analysis. Final analysis found the device to be at normal telemetry with no functional issues. No anomalies were found. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicates that the patient's pacemaker exhibited premature battery depletion.